Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: the tip of probe melted. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Per the visual inspection, the alleged claim unable to confirm, however, the glue noticed at the top of the tip was an excess glue applied to the ceramic during the manufacturing process and if the glue was not properly cleaned/wiped the glue will get dry and it will look like a bubble. Since the excess glue condition was to be a result of the manufacturing related issue, nc (B)(4) was opened to address the issue. The probable root cause/s could be a possibility of the excess glue was melted during use, non-conforming component, poor assembly process, an excess glue/seal, excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. Gtin: (B)(4).

Event description:
It was reported that the tip of the probe was melted.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the probe was melted.